Event description:
It was reported that the autopulse lifeband appeared to fit loosely in its channel on the autopulse platform. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 11/21/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform was performed and found the lcd backlight to not be functioning. The returned platform underwent and failed initial functional testing, as the lifeband was unable to lock into the platform and fell out of the channel die cast. The drive train was also found to be defective. A review of the platform's archive was performed and no anomalies were found on the reported event date of (B)(6) 2014. The channel die cast was replaced to remedy the reported complaint. Additionally, the drive train, clutch and processor pca board were replaced. The platform underwent and passed all final functional testing. The customer's reported complaint of the lifeband being loose when installed onto the platform was confirmed through initial functional testing of the returned platform. The channel die cast was replaced to remedy the complaint.